Manufacturer narrative:
Blocks d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a0501 captures the reportable event of catheter detachment.

Event description:
It was reported that a jinro pigtail nephrostomy catheter device was used during a nephrostomy replacement procedure. Reportedly, a patient underwent nephrostomy on (B)(6) 2026. However, on (B)(6) 2026, the ward nurse was notified by the patient and noticed that the catheter shaft detached from the shrink tube of the pigtail catheter. There was no evidence to suggest that the patient had removed the catheter themselves. The procedure was completed with another of the same device with no patient complications.